Manufacturer narrative:
The actual device has been received by the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which could have contributed to the reported event of presence of air in the circuit. The actual sample, after having been rinsed and dried, was filled with saline solution. With the blood outlet port side clamped, a pressure of approx. 2.0kgf/cm2 was applied to the oxygenator from the blood inlet port side for 6 hours. No leak occurred. In this state a gas was sent to the gas pathway while the gas inflow pressure was determined at each flow rate. The obtained results were verified to be comparable to those of the current product sample. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related problems. A search of the complaint file found no other report of this nature with the involved product/lot# combination. The exact cause cannot be determined based upon the available information since the evaluation results verified that the actual sample, after having been rinsed and dried, was of normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported air bubbles in the capiox fx15 device. Follow up communication with the user facility reported the following information: the case was an urgent bentall operation with a burst aneurysm; after priming, sucker, vent, and suctioning catheters were set in place and the selective cerebral circulation was initiated at the flow rate of 400ml/min.; blood was being circulated in the recirculation circuit at 1500 rpm with the solution level of approx. 2000ml.; at the initiation of sending blood to the cp circuit, the customer found air being generated in the oxygenator module and selective cerebral circuit; the air inside the circuit was removed; the selective cerebral circulation was re-started at the flow rate of 400ml/min.; when the cp circulation was restarted, a large amount of air bubbles started to reappear in the oxygenator module; the customer clamped the cp circuit side; air inside the circuit was again removed; the clamp on the cp circuit was released and the selective cerebral circulation was started again; when the flow rate in selective cerebral circuit reached 400ml/min, blood was sent to cp circuit slowly; no more air was generated and blood was sent to the selective cerebral circulation and cp without difficulty; the procedure was completed successfully; and there was no immediate impact on the patient.